Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer¿s blood glucose (bg) level was 350 mg/dl and it was addressed with a correction bolus. Also, it was reported that the customer experienced a bg level of over 600 mg/dl around the same time and it was addressed with a bolus. It was unknown what the cause of the elevated bg was. System check could not be performed for the occlusion with tandem technical support as the occlusion alarm was not occurring at the time of the report.